Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump is alarming no disposable. Hit start/stop button to silence alarm, reviewed settings and powered pump off. Closed clamp and removed cassette. Gently tapped cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on. Released clamp on tubing and restarted pump. Pump screen reads run. There was no patient injury reported.